Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rv lead exhibited thresholds that were trending up and were high. Noise was also observed on the rv lead when in bipolar configuration. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.